Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural images were not provided for review; therefore, the alleged product issue cannot be confirmed. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the fred flow diverter stent was used in the patient to treat previously deployed embolization device from a different manufacturer that migrated and resulted in an endoleak. The fred was placed through the empolization device from a2 to a1 segment. Angiogram run immediately after deployment looked good, but later runs showed slow flow back through the vessel. Distal end of fred looked narrow upon imaging review. Crossing the fred was attempted with a wire; however, a microcatheter could not initially cross. Eventually a balloon catheter was successfully advanced into the fred and inflated in the distal end resulting in restoration of normal flow. The patient was stable and awake post procedure.